Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the top part of the reservoir compartment was cracked and about to fall off, o-ring part was where it's broken. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.